Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary incontinence.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy x 2 and b/l ureteral catheterization. It was reported that the patient underwent mesh revision and cystoscopy on (B)(6) 2007 due to urinary retention. It was reported that the patient also underwent diagnostic hysteroscopy, d&c and novasure endometrial ablation on 08/06/2010 for menorrhagia. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted the patient experienced pain, erosion of her internal bodily tissue and other injuries, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007. It was reported that following insertion the patient experienced infection, urinary/bowel problems, and dyspareunia. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/09/2016.